Event description:
As reported by the customer, after a microbiological routine sampling of this device, carried out as required by french regulation, unexpected contamination was detected which was above the acceptable threshold corresponding to the action level for all channels in two test that were performed. The test was performed prior to use. There was no contamination or any other deterioration in state of health of any person, to which this medical device could have been a contributory cause. Per customer hygiene microbiological investigation (hmi) sampling results are as follows: first test results of (B)(6) 2023, for all channels: revivable microorganisms: 6 cfu. Pseudomonas: 6 cfu. Other indicator bacteria not found. Conclusion: the device does not conform to the french regulations. Second test results of (B)(6) 2023, for all channels: revivable microorganisms: 3 cfu. Filamentous fungi: 1 cfu. Other indicator bacteria not found. Test results of (B)(6) 2023, of the automatic endoscopy reprocessor: no contamination found.

Manufacturer narrative:
The device has been returned and evaluated. In addition, an independent laboratory performed for olympus a culture test for the device after the device was reprocessed per the directions of the instructions for use. The test results for all channels indicate that the culture sampling results conform to the target levels established by the french regulation of july 4, 2016, with a number of revivable microorganisms less than 1 cfu/endoscope. Observations for the evaluated device: light guide rod lens has two cracks; distal end cover (c-cover) has a dent; air/water cylinder and suction cylinder are scratched; universal cord has buckles; vent valve is corroded; angulation is less than specified value; and biopsy channel has wear and tear. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available. Customer provided information of their reprocessing method. During pre-cleaning, suction is performed for all channels and rinsing is performed for the air water channel, and auxiliary channel. Detergent used is aniosyme xl3. During manual cleaning detergent used is aniosyme xl3. Disinfection is performed with anioxytwin. Brushing is performed for the instrument/suction channel, suction cylinder, and instrument channel port. Brushes used are asept inmed reference (B)(4). Automatic endoscopy reprocessor (aer) device is soluscope slv4. Detergent used with it is soluscope cln and disinfectant used is soluscope paa. The device is stored vertically in a eset dry 300 sn(B)(4) storage cabinet with drying function and also wassenburg cabinet. Maintenance of the device is by olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. According to the following investigation results, the same bacteria were detected from the same sampling location in the first microorganism test and the additional test. Therefore, reprocessing may have been conducted insufficiently. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.